Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead system was oversensing and the patient received inappropriate shocks. Pacing thresholds were noted to be high. The physician suspected something was wrong with the lead and an invasive procedure was performed and the lead was removed and replaced.